Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the serter did not release the sensor after second button press and the needle hub was stuck in serter and the sensor broke off, this happened three times. Customer's blood glucose was 129 mg/dl. After troubleshooting, customer was able to release the needle hub and sensor from the serter. Customer will not be returning the sensor for analysis.